Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02591. Related manufacturer reference number: 1627487-2021-14373. Related manufacturer reference number: 1627487-2021-14374. It was reported that the patient experienced (B)(6) infection at the bottom of the lead incision site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. The patient has been working with an infectious disease doctor to get the infection under control and cleared up.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's infection is under control.